Event description:
There was a pocket revision done due to the patient having discomfort and skin irritation. The device and the lead yoke were repositioned to have a lower profile on the patient's chest. This revision was successful and the system remains actively implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.